Manufacturer narrative:
Patient ID not provided/unknown. (B)(4) patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured inside of a biomet implant. The fractured piece could not be removed from the implant. The implant was explanted. Tooth location 30.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed that the internal drive feature contained a piece of the fractured screw. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.